Manufacturer narrative:
On 11/13/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The affected products received are mentor memorygel breast implant 375cc, left catalog number 3507375bc, lot 6003604 and mentor memorygel breast implant 375cc, right catalog 3507375bc , lot 5962754. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient¿s race was caucasian, the date problem observed was(B)(6) 2019, capsular contractures baker grade IV on the left side and baker grade iii on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a gel mentor unspecified breast implant and experienced capsular contracture baker grade ii on the left side and capsular contracture baker grade IV on the right side and gel bleed on the right breast implant with significant amount of free silicone. The implants appeared to be intact upon removal. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 375cc on (B)(6) 2019. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced grade I ptosis bilaterally. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/18/2019, the device was visually inspected and it was found with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer reference number: (B)(4).